Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the cap is not been replaced. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer stated that the cap is little discolored. The customer was advised that we are sending a replacement battery cap.